Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their implantable pulse generator (ipg) "turned up" as the patient experienced "15 or so episodes". The implantable pulse generator (ipg) is now "up too high" and "needs it adjusted back down". The ipg remains in use. No further patient complications have been reported as a result of this event.